Event description:
It was reported that during implant of the pulse generator, upon removal of the torque driver, the header setscrew was removed as well. The device was not implanted. A replacement pulse generator was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.